Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented to the emergency room after experiencing a ¿buzzing¿ sensation due to vibratory alert. The implantable cardioverter defibrillator was initially attempted to be interrogated but could not. When the device was finally interrogated, the device exhibited backup vvi operations. Device download was performed restoring the device. The patient was stable post download.

Manufacturer narrative:
The initial submission was submitted incorrectly. The date should have been may 26, 2019.